Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous mid right coronary artery. Severe resistance was encountered while advancing the maverick2 20 / 2.0 monorail ptca catheter to the lesion. Upon the first inflation, the balloon ruptured at 4 atmospheres. The procedure was completed with a different device. There were no pt complications reported and the pt's condition is reported as "good".

Manufacturer narrative:
The complaint device was not returned for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).